Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that they have high blood glucose levels. Customer's blood glucose level was 422 mg/dl. Customer is new to the insulin pump and advised with a bolus their blood glucose is coming down. Troubleshooting was performed for high blood glucose levels. Customer was advised to change out the entire infusion set and follow up with their healthcare provider.